Event description:
It was reported that the patient presented in-clinic for right-ventricular (rv) lead revision as previously it was noted that the rv lead exhibited unspecified oversensing. As a resolution the rv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.